Manufacturer narrative:
MDR 3003442380-2024- 01777 - device 3 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient faced an issue with 6 infusion set cannula were bent. The event occurred on 10-mar-2024. Two of them within 3 hours, the other 4, 3 or more hours after insertion. The events occurred for the 4 where the issue was noticed after 3 hours and at sites were in use for approx 2 days. The insertion site was reported as 3 on arm, 1 on hip, 2 on abdomen. The patient blood glucose level was monitored as between 170-220 mg/dl. The patient also reported that some of infusion set had high blood glucose level after 1-2 days and bleeding has been noticed, when removed from site with slightly bent cannula. The patient replaced the infusion set and resumed on insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.